Event description:
It was reported that the patient experienced a shocking/jolting sensation following an unrelated medical procedure. The patient was receiving "vital stim therapy" and his physician instructed him to turn off the device during the procedure. When he turned his device back on, he received a shock. Reprogramming was suggested. Additional information was requested. If additional information is provided, a follow up report will be sent.

Event description:
It was further reported that the patient received assistance from their physician and all concerns resolved.

Manufacturer narrative:
Lead model 3387s-40, lot: v499733, implanted: (B)(6) 2011, explanted: na. Lead model 3387s-40 lot: v499733, implanted: (B)(6) 2011, explanted: na. Extension model 37085-60, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Extension model 37085-60, serial: (B)(4), implanted: (B)(4) 2011 explanted: na.